Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 200's mg/dl range. For the occlusions in the past, no troubleshooting was performed. The customer would typically resolve the past occlusions by changing the infusion set site.